Manufacturer narrative:
The device was received for analysis; preliminary investigation revealed a damaged slide lock and retention. Failure analysis is on going; a follow up will be submitted if additional information becomes available.

Event description:
A stryker reciprocating saw was sent in for repair because it was overheating and leaking oil prior to a procedure. There was no patient involvement; no adverse event was associated with the device.